Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the atrial lead. The patient presented with evidence of an atrial lead fracture and stenosis of the subclavian vein. The atrial lead was explanted and replaced. The patient was stable.